Event description:
It was reported that there was a revision surgery of a distal fracture, extended medial, and a postal lateral plate. The original construct was implanted one month prior to the revision. The surgeon noticed the second most distal screw on the medial plate was backing out. The surgeon revised the olecranon only. The surgeon thought the medial side was healed, therefore only the screw was removed. It appears that laterally, the humerus has shortened. It was also reported that the surgeon opted to retrieve the cancellous screw and put on plate. The new variable angle locking compression plate (va lcp) screw would not engage. The screw backed-out, and pulled out and was re-inserted in the second distal hole. There were no reports of a surgical delay. This report is for an unknown canncellous screw this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown canncellous screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.